Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during surgery, the attune femoral/tibial impactor was broken and not able to be used. A second tray was opened and the same issue was present. A third set was opened. There was no patient consequence, and surgery was delayed by five minutes due to the event.

Manufacturer narrative:
Additional information received determined that the impactors were cracked. Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency or patient harm. Further updates will only be provided if additional information is received that changes the regulatory determination.